Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Procedure date?

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/09/2020 additional h-6 device codes:1262 additional information: d10, h6 a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: it was received for analysis an empty opened overwrap, a paper lid, an empty winding former and suture piece of product code w8006t, lot pdh184. During the visual inspection of the sample, the suture was noted damaged and present body fluids due to use and an end it was frayed, and the other end cut that appears to be by the use of a surgical instrument could be observed. In addiction no knots were observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. It was received for analysis forty-one unopened samples of product code w8006t, lot pdh184. During the visual inspection of thirteen unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no knots, defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. A picture was received for analysis. Upon to visual inspection of the picture, an opened overwrap packet with an empty labeled winding former a needle/suture piece with damaged and a suture with stress of product code w8006, lot # not visible. In addition, the knot was not observed in picture. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. No conclusion could be reached as on what caused the extra knot and suture broken since device was not returned for analysis. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? ¿ gingival tissue procedure date? ¿ (B)(6) 2020 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.